Manufacturer narrative:
Date received by manufacturer: 18nov2019. Date of report: 19nov2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician also found 'ventilator restarted due to anomalies detected during operation' error in the ventilator diagnostic logs. The service technician replaced the touchscreen and central processing unit (cpu) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. A central processing unit (cpu) board was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24sep2019.

Event description:
It was reported that the ventilators touch panel was out of place. There was no patient involvement.